Event description:
It was reported that after a successful right ventricular (rv) leadless pacemaker (lp) implant, the lp started to interact with the tricuspid valve. As a result, the patient experienced tachycardia. The lp was retrieved and a new lp was implanted to resolve the event. The patient was in stable condition. Following the procedure, the helix of the lp was revealed to be bent.

Manufacturer narrative:
The reported event of bent helix was confirmed. A visual analysis revealed the helix was bent out of place. The bent helix is consistent with occurring during procedure. Further performed revealed no anomalies. A longevity assessment revealed battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.